Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, subclinical nerve damage as possible result of surgical trauma resulting in pain or numbness of the affected limb.